Event description:
de Oliveira Souza NV, Lamiraux T, Afonso HAC, et al. Complications following curative brain arteriovenous embolization: a 12-year si ngle-center cohort study with MRI-monitored adverse events. Journal of neurosurgery. 2025;144(3):526-538. doi:10.3171/2025.7.JNS25253 Literature was reviewed regarding ¿Complications following curative brain arteriovenous embolization: a 12-year single-center cohort study with MRI-monitored adverse events.¿ The time frame of this study was 2010 to 2022 for brain AVMs treated with curative-intent endovascular treatment, with a median angiographic follow-up of 6 months. In the study period, 193 patients (54% male, mean age 38.7 ± 15.9 years) were treated for 193 brain AVMs (60.6% ruptured). Multiple manufacturer¿s devices were used in the study population. The following Medtronic devices were used: Onyx and Marathon microcatheter. Onyx was the most frequently used  liquid embolic agent (LEA) (51.8% "[100/193]"), while a combination of LEAs was used in 17.6% (34/193). Following embolization, most patients (87.5% "[168/193]") required no further treatment, and 4.2% (8/193) were referred for radiosurgery. Deaths occurred in the study population. The causes of death were 8 hemorrhage-related deaths and 1 death due to severe cerebral edema and intracranial hypertension, likely related to venous occlusion. Among patient adverse events included: Intraprocedural complications:      -7.8% perforations (15/193), resulting in worsened mRS score in 3 patients and 2 deaths.      -Dissections occurred in 1% (2/193) and were asymptomatic.      -Embolic agent migration was observed in 1.6% (3/193), with 1 asymptomatic case and 2 cases showing mRS score shifts (2 cases from score 0 to 1, and 1 case from score 0 to 2).      -Overall rates of minor intraprocedural complications, major intraprocedural complications, and mortality were 2.6%, 0%, and 1%, respectively (A shift to mRS score ¿ 2 was classified as a minor complication, and a shift to mRS score > 2 was considered a major complication.) -Overall Hemorrhagic rate was 15.5% (30/193), mostly immediately after (16/30) or within 12 hours after (5/30) the procedure. Nine cases were classified as late hemorrhages      -Subarachnoid hemorrhage: 6/193;      -Intraparenchymal hematoma: 15/193;      -Combined subarachnoid hemorrhage and hematoma: 9/193      -11 were attributed to intraprocedural ruptures, 2 to arterial dissection, and 17 to premature venous occlusion.      -Hemorrhage-related minor complications, major complications, and mortality occurred in 5.6%, 2.1%, and 4.1% of patients, respectively.      -mRS score shift due to hemorrhage: 11/193      -mRS score greater than 2 due to hemorrhage: 4/193 -Overall symptomatic ischemic complication rate was 15.5% (30/193), with 36.6% (11/30) classified as minor complications.      -Transient ischemic complications: 15/193      -Ischemia-related major complication and mortality rates were 0.5% (1/193) and 0%, respectively. Most ischemic complications (62.9%) were asymptomatic.      -mRS score shift due to ischemia: 11/193      -mRS score greater than 2 due to ischemia: 1/193 -Overall, the minor and major complication rates were 14% (27/193) and 3.1% (6/193), respectively, with a 4.7% (9/193) mortality rate. No further information was provided pertaining to Medtronic products.

Manufacturer narrative:
Citation: DE OLIVEIRA SOUZA, N. V., LAMIRAUX, T., AFONSO, H. A. C., GALON, J. E. V., NODA, R., LIMA, V. M., FORESTIER, G., ROUCHAUD, A., SALEME, S., & MOUNAYER, C.. COMPLICATIONS FOLLOWING CURATIVE BRAIN ARTERIOVENOUS EMBOLIZATION: A 12-YEAR SINGLE-CENTER COHORT STUDY WITH MRI-MONITORED ADVERSE EVENTS. Journal of Neurosurgery 144(3), 526¿538. 2025. doi:10.3171/2025.7.JNS25253 A2. This value is the average age of the patients reported in the article as specific patients could not be identified. A3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B3: Earliest date of publication used for Date of Event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.